Event description:
It was reported that one of the leads is exhibiting high impedances and unable to provide effective therapy. As such, surgical intervention is pending to address the issue at a later date.

Manufacturer narrative:
D3-date of even tis estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101330. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein one lead was replaced for high impedances and the second lead due to device error. Reportedly effective therapy was restored.